Manufacturer narrative:
Patient height reported as 157 centimeters. Patient ID/initials are unknown. Due to intra-operative issues, the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery performed on (B)(6) 2018, the blade would not hold the compression. The surgery was prolonged about ten (10) minutes due to the incident. The blade was inserted on the motor, there was no issue with the insertion. The issue was identified during the use of the blade, it was not functioning appropriately. That blade was withdrawn and another blade was used instead. There was no patient harm and the surgery was successfully completed. The patient condition is reported as fine. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A5: patient ethnicity is unknown. H3, h4, h6: part: 04.027.034s; lot: l817469; manufacturing site: bettlach; release to warehouse date: march 21, 2018; expiry date: march 01, 2028 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: cq zuchwil; selected flow(s): 2. Device interaction/functional visual inspection: upon visual inspection of the complaint device it can be seen that the surface is showing signs of usage. Functional test: during investigation, a functional test was performed. The blade passed the functional test. As the blade is fully functional, the complaint is unconfirmed, and no further investigation will be done. Summary: unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procure was for a trochanter fracture. When the cephalic blade did not lock, the surgeon replaced it with another one of the same size.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d10 h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.